Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged shortness of breath, sore throat, nasal irritation, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged shortness of breath, sore throat, nasal irritation, there was no report of serious or permanent patient harm or injury. Section h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged shortness of breath, sore throat, nasal irritation, there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of white dust-like substance and keratin-like substance in the blower box, filter area and blower box. The manufacturer also found evidence of an unknown dust contaminant in the front panel, bottom enclosure, rear panel, on the blower, on the blower seal, and on the blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown black contaminant, an unknown contaminant, black hair, an unknown and white dust contaminant in the air outlet port on the flip lid, water tank, bottom enclosure, dry box seal, dry box, flip lid seal and heater plate. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found 1 error, e-4. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown contaminate, hairs, dust and keratin. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.